Manufacturer narrative:
H3, h6: h10: the device, used in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows minimal electrode and screen erosion with contamination/discoloration and scratch/scuff marks on the spacer, cap and insulation. However, the insulation is not compromised. There were no manufacturing abnormalities found on the device. After bypassing the error e-7 the wand did generate plasma, after 2 minutes of activation the controller showed error e6 ¿open t/c¿ with the red attention led and alarm sound activated. The failure could not be reset. After the wand has cooled down, it could be used again until it was heating up to a point were the failure happend again. Testing the suction line showed no abnormalities. Dissecting the wand revealed no manufacturing abnormalities, all cables were intact. A review of manufacturing records for this l/n 2029717 found no deviations or non-conformances during the manufacturing process. A complaint history review found no related failures. The complaint was verified and the root cause could be determined to an electrical component failure. Factors unrelated to the design or manufacture of the device which could have contributed to the observed findings include: (1) t/c wire broken inside the wand cable; (2) the t/c wire is damaged between the transition of the handle and the shaft. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H10: further assessment of information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The information states that no harm nor injury was reported and no previous injury or harm has been confirmed to be caused by the device in the past, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during procedure, the ambient super turbovac showed an e6 error. A backup device was available to complete the procedure with no delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.